Manufacturer narrative:
Correction made to d4: lot #: ni (previously submitted as h24h22025). Correction made to d4: expiration date: ni (previously submitted as 08/22/2029). Correction made to d4: unique identifier (UDI) #: (B)(4) [previously submitted as (B)(4)]. Correction made to h4: device manufacture date: ni (previously submitted as 08/22/2024). Additional information was added to d4, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient connector of the minicap transfer set and the titanium adapter. The patient reconnected the transfer set. This occurred after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. The transfer set was replaced. No additional information is available.